Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a hi-line xs craniotome handpiece. According to the complaint description the handpiece did not hold the cutter. During removal of a intracranial mass surgery it was noticed that the handpiece did not hold the cutter properly. There was no patient harm, but a surgical delay was noted. Additional information was not provided nor available. The adverse event / malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Investigation results: to date there is no device available for investigation. Due to the fact that we did not receive a product, a failure description and an investigation is not possible. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There is one similar complaint against the same lot number(s), from the same hospital. Conclusion and root cause: on the basis of the current information and without the product for investigation, a clear conclusion can not be drawn. There is no indication for a material defect or manufacturing failure on the baisis of the device history records. Based on the investigations and results of the 8d report no CAPA is necessary.